Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the oxygen (o2) sensor would not calibrate on the electronic pt gas system (epgs). The device was not changed out, as the perfusionist (ccp) stated that the o2 sensor would not calibrate during set up. The ccp switched to a standard sechrist blender for the case. They are going to try and replace o2 sensor to try and correct. There was no harm to any pt. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.